Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the implantable cardioverter defibrillator (ICD) is making an audible alert every four hours. The caller indicated the device has been inactive for several years and the patient does not want to have the device removed/replaced. The caller noted that at the last device interrogation was over a year and half ago and at that time the device was not able to be interrogated due to the low battery. The device remains implanted. No patient complications have been reported as a result of this event.